Manufacturer narrative:
All available information was investigated, and the reported unintended movement of clip opened while locked and migration ¿ partial clip movement could not be replicated in a testing environment. A review of the lot history record identified no manufacturing nonconformities that would have contributed to the reported event. Additionally, a review of the complaint history did not indicate a lot-specific product issue. Based on the information reviewed, a cause for the reported clip opened while locked resulting in migration (position of clip shifting) cannot be determined. Additionally, a cause for the reported unspecified tissue injury (posterior leaflet tear) cannot be determined. The reported worsening mitral valve insufficiency/regurgitation, however, appears to be due to a combination of the clip opened while locked resulting in partial clip movement and tissue injury. Mitral regurgitation and tissue damage/injury are known possible complications associated with mitraclip procedures. Surgical intervention and hospitalization were a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a mitraclip procedure was being performed to treat degenerative mitral regurgitation with a grade of 3-4. One clip was positioned and deployed. Post deployment, the clip opened from 20 degrees to about 40-50 degrees, detaching from the anterior leaflet and mr increased to 4+. Imaging showed that the posterior leaflet had been torn. It was thought that the patient was not suitable to receive a second clip, so they were transferred to surgical thoracotomy for treatment.